Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant the left ventricular (lv) lead exhibited loss of capture and increased threshold measurements. A revision procedure was performed; during which an lv lead dislodgement was seen on the fluoroscopic image. The lead was successfully repositioned and remains implanted in the patient. No adverse patient effects as a result of the lead revision procedure were reported.